Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative did not indicate what work was performed to mitigate the issue. The system was then tested and met all product specifications. The system was manufactured on september 14, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, weak suction occurred during ultrasound. The case was completed without patient harm.